Event description:
It was reported that the pump caused a baclofen overdose and the patient was apneic, unable to speak, and was completely flaccid. The patient suffered seizures due to ¿extreme dose changes¿ and was ¿almost intubated.¿ the reporter noted that the patient had been misdiagnosed with chronic seizures or a vasovagal response. The patient suffered altered mental status that cleared within 24 hours ¿several times¿ over 2014. A 72 hour eeg (electroencephalogram) in the intensive care unit (ICU) in (B)(6) 2014 determined that it was not a chronic seizure condition. ¿one small period of time showed seizures which correlated to a (B)(6) decrease in dose, but there were no more events.¿ the patient had been diagnosed with syncope prior to this event (in 2012-2013) but this ¿appeared to also be related to the pump.¿ the reporter stated that there ¿appeared to be a motor stall or a short in the system¿ that was not detected by the programmer, but ¿it was evident that there was a problem as the new pump had none of these issues.¿ the pump was returned to the manufacturer after pump replacement (B)(6) 2014. The pump was used to infuse baclofen (unknown). Follow up was not available at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).